Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the customer attempted, was unable to use the compact plus due to error within specifications. A request was made for the return of the meter and the strips, replacement was sent.

Event description:
It was further reported that the index procedure treated the de novo 75% stenosed, 2.75x15mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation, the placement of a 2.75x32mm taxus liberte and post-dilation resulting in 0% residual stenosis. The patient was discharged five days later on aspirin and ticlopidine hydrochloride. In (B)(6) 2010, per the physician the restenosis event was listed as "possibly related" to the study stent.